Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a false upstream occlusion alarm was confirmed but not reproduced during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a false upstream occlusion alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.